Event description:
It was reported that a user contacted support with a question about ilet algorithm steps after observing 4.6 units on board at a breakfast announcement with a blood glucose of 174 mg/dl; education and troubleshooting were provided, including guidance to wait approximately 90 minutes to observe trend and stabilization and an offer for additional training with a trainer. Symptoms included hyperglycemia. Outcomes included user education with no alerts or alarms and no medical intervention or hospitalization. Investigation included technical support review and user education. Investigation of this case revealed no device malfunction and user understanding improved following guidance. It was concluded that hyperglycemia occurred with cause unclear and that the device appeared to operate as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.